Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (b)(6 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with increased nausea and bloating. The issue occurred following some type of environmental exposure. 2 days prior, there was exposure to a theft detector security gate at an unknown location. The device was turned on during exposure. The source of the exposure was from a wand. The patient was "admitted to ER". If additional information is received, a follow up report will be sent.